Event description:
It was reported via the implant patient registry that a second device, a 9300tfx 23mm, was implanted into a 21mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the 21mm aortic device at the time of the procedure was eighteen (18) years and one (1) month. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, information regarding the valve-in-valve procedure was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.